Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the customer wanted the ventilator to be checked. The ventilator was checked on-site by our field service engineer and no issue was found with the device and it was put back into clinical use. Review of the provided device's logs revealed that technical error (te) codes\ indicating a power error was activated, when the attraction occurred. That te shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. It is unknown if the gauss safety line was marked on the floor or if the was ventilator placed at or moved inside the safety line or if the two front wheels were locked at the time of event. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by interaction between the user and device with unintentionally not following the requirements for use of the ventilator in mr environment.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. There was no patient harm reported. Manufacturer's ref #: (B)(4).